Manufacturer narrative:
(B)(4). A needle of product code vcp311 was returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted and slightly marks were noted on the body needle. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent a gastric bypass procedure on 3/1/2019 and suture was used. The suture disengaged from the needle during the procedure. Another device was used to successfully complete the procedure with 3 minute delay. There were no adverse patient consequences reported.